Manufacturer narrative:
One tracheostomy tube was returned for evaluation in relation to the reported event. The returned sample was received in used conditions without its original packaging. A visual inspection of the device was unable to confirm the reported event, as no discrepancies with the device were found. Testing of the device was unable to confirm or replicate the reported event. Root cause was unable to be determined as the reported event was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that immediately starting to use the product, the customer noticed air leaked from it. There was no patient injury reported.